Event description:
A customer reported a malfunction on a pump, but no significant events were noted before the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully carried out the reset without the malfunction code recurring. The customer was advised to continue using the pump and to contact support again if any issues reoccur.